Manufacturer narrative:
It was communicated that the device and/or lot number is not available for investigation. Additionally, there was no product problem reported. The instructions for use clearly indicate, under warnings and precautions that the device should not be left in the situ. The comments provided by the surgeon were based on user preference. This is considered to be an isolated event. This is the first complaint of this kind for this product reported. Based on the results of this info, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Rep reported that bicol sponge was mistaken for duragen dural substitute and almost left in the brain. As a result, the surgery was delayed as they had to remove the bone flap to remove the device.